Event description:
I had the essure procedure done (B)(6) 2012 after the birth of my third child. That's when metal coils are put in your tubes to form scare tissue so that sperm can't pass through to the ovaries. This is a birth control. Ever since my procedure, I've gone to my ob/gyn six times with constant pain in my left side and my back. Intercourse is so painful I can't stand it anymore. I cramp very badly when it's time for my cycle. I have terrible headaches. I've done research on this device and other women are in the same boat as I am and worst. Went to another doctor and he said I have ibs. The only way to reverse. This birth control is to have hysterectomy. This is the worst feeling in the world. Please help other women before they make the biggest mistake of their lives.